Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced retraction failure, leading to a needle stick injury post use. 2 needle stick injuries occurred. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the nurse didn't realize that needle wasn't full retracted and when she went to dispose of the needle in the sharps container she was stuck with the needle on her finger. She does not have any needles to return for investigation. They have all been used. Spoke with customer and she stated that the nurse pressed the button and didn't realize that the needle hadn't fully retracted, and stuck her finger when she went to throw it in the sharps container. Both needle stick injuries were from the same lot # . (B)(4). 2 needle stick injuries.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photos from the customer for review and analysis. Therefore, 30 retain samples were subjected to functional testing and the issue of retraction failure was not observed. Bd is unable to confirm the customer¿s reported failure mode from the retain sample testing results. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced retraction failure, leading to a needle stick injury post use. 2 needle stick injuries occurred. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the nurse didn't realize that needle wasn't full retracted and when she went to dispose of the needle in the sharps container she was stuck with the needle on her finger. She does not have any needles to return for investigation. They have all been used. Spoke with customer and she stated that the nurse pressed the button and didn't realize that the needle hadn't fully retracted, and stuck her finger when she went to throw it in the sharps container. Both needle stick injuries were from the same lot # . Sm 367344 2 needle stick injuries.